Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot.

Event description:
During laparoscopic cholecystectomy, when entering through the 12mm trocar, rupture of the plastic membranous membrane falls to the abdominal cavity. The surgeon had to open other device to continue the surgery. Procedure: cholecystectomies.